Manufacturer narrative:
The device evaluation was completed. The device was visually inspected and there was nothing found related to the report of a connection issue. The device and the box dimensions were functionally tested. The two internal box dimensions measure were found to be outside specifications, but the device itself was determined to meet product specifications related to the report of connection issue. The reported event was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gap was observed between the transfer set and disconnect cap which caused a connection issue. There was no patient injury or medical intervention associated with this event. No additional information is available.